Event description:
It was reported that during a procedure to prohylactically place a greenfield filter, the legs did not fully expand. Access was obtained through the right femoral vein and the greenfield filter was correctly in position at l3 in the inferior vena cava. When the filter was deployed, only one leg opened fully while four of the legs were intertwined. An interventional radiology specialist was consulted and a snare was introduced. The ir snared the inferior end of the filter and attempted to "spring" it open. During this maneuver, the greenfield filter migrated to about l5, where it then fully expanded and implanted in the ivc. A second greenfield filter was then successfully placed superior to the first at the originally intended site of l3. The physician feels the patient is protected from thromboembolic events after placement of the second greenfield filter. Post procedure cavagram verifies that the second filter is placed in the desired position. The patient condition is reported as 'stable' following the procedure.